Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure due to inadequate stimulation. Additional lead will be implanted and the ipg will be replaced to upgrade the system. There was no device malfunction suspected.

Event description:
A report was received that the patient will undergo a revision procedure with unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure with unknown reason.